Event description:
During an endoscopic saphenous vein procedure, the hospital reported that the pt developed pulmonary hypertension and a co2 embolism. After the ligation of one of the branches, bleeding was noticed by the pa harvesting the vein. While the pa was attempting to stop the bleeding, the pt's pulmonary artery pressure had increased. An echo of the pulmonary artery verified that air was present in the artery. The co2 insufflator was turned off and the pt was put under observation. The co2 dissipated, the pulmonary artery pressure came down and pt became stable. Another echo was done to ensure that there was no air in the artery. The pa continued with the procedure and it was completed without any further issues. Pt was last reported to be in good condition. No additional pt complications were reported. The hospital did not report any device malfunction.